Event description:
Nine months post stent implants, there was 50-60% mild restenosis of the right superficial femoral artery (target lesion). Per reporter, the event (restenosis) was possibly related to both the study product and study procedure. There was no treatment rendered and outcome is ongoing. The patient was enrolled in the cobra study and four smart control stents were implanted in the right proximal, mid and distal superficial femoral artery. A contralateral approach was made. Several dilating balloons were used for pre and post dilation in the target lesion as well as other vessels. The vessel at the lesion site was straight. The lesion was de novo and calcified. The exact location of the lesion based upon the distance from the superior edge of the patella is 50mm with a total lesion length of 250mm. The lesion-occluded length was 200mm. The reference vessel diameter was 5mm with a minimum lumen diameter of 1.5mm. There was 70% percentage stenosis before the procedure.

Manufacturer narrative:
The medication at baseline was aspirin, beta blocking agent, ace inhibitor, statin and vasodilatator. Anticoagulant therapy 24 hours prior to and during procedure was administered with aspirin (160mg), heparin (5000iu) and molsidomine (2mg). Patient was discharged the following day of the stent implants without any incidents reported and on aspirin, beta-blocking agents, ace inhibitors, statins, clopidogrel, vasodilatator,arixtra. This product remains implanted in the patient and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of four products involved with this adverse event, which is associated with mfg report numbers 9616099-2008-01997, 9616099-2008-01998, 9616099-2008-01999 and 9616099-2008-02000.